Event description:
It was reported that the patient presented to the device clinic with an elevated rv pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.